Manufacturer narrative:
Section d1 and d4 have been corrected to reflect the correct product. The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic myomectomy. Event description: upon inserting the 12 mm scope into the ctf73, slight crack was noticed on the cannula, and when the scope was removed, the shaft of the cannula cracked horizontally and did cause particulation. The two pieces were retrieved from the patient successfully and there was no patient injury.the product is expected to return. Additional information regarding if the correct product was returned was received from applied medical account manager, via e-mail on november 15th, 2019: "yes, they sent back the correct item. They must have given me the wrong model number." The correct model number is ctf71. Intervention: replaced with a new ctf73 to complete the case without any further issues. Patient status: no patient injury occurred.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic myomectomy. Event description: upon inserting the 12 mm scope into the ctf73, slight crack was noticed on the cannula, and when the scope was removed, the shaft of the cannula cracked horizontally and did cause particulation. The two pieces were retrieved from the patient successfully and there was no patient injury. The product is expected to return. Patient status: no patient injury occurred. Type of intervention: replaced with a new ctf73 to complete the case without any further issues.